Event description:
It was reported that the patient is anticipating a revision due to reports of weakness, imbalance, welling, and aching in the knee. Patient is wearing a left knee brace for stability and comfort and is concerned that an altered gait from the knee will affect hip replacements. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat: 42512100514, lot: 64558065 articular surface medial congruent (mc). Cat: 42532006401, lot: 64409817 tibia cemented. Cat: 42502006401, lot: 64440165 femur cemented cruciate retaining (cr). Cat: 42540000032, lot: 64515365 all poly patella cemented. Cat: 42557000114, lot: 64529817 stem extension tapered cemented. Unk cement. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.